Event description:
The accounts maintenance stated that the head of the bed would not lower. If he activated CPR the head would lower and immediately rise back up.

Manufacturer narrative:
The accounts maintenance stated he found water in the right siderail. They replaced the pt control board in the right siderail to repair the bed.